Manufacturer narrative:
The insulin pump was received with a blank display due to cracked case at battery tube side and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The insulin pump was also received with scratched case, pillowing keypad overlay, and missing display window. No damage on the belt clip rails noted during physical inspection. (B)(4).

Event description:
Information received by medtronic indicated that the cracked on the clip railings. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.